Event description:
As reported, during a laparoscopic right inguinal oblique hernia tension-free repair, the nurse took out the 3dmax light mesh with a complete outer packaging and when opened, it was found that the edge of the mesh was ¿damaged/broken¿. The mesh was not used and another 3dmax light with same lot was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
As reported, edge of the 3dmax light mesh was found to be ¿damaged/broken¿ when unpacked. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june, 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.